Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, difficulty in catheter removal and balloon perforation occurred. The target lesion was located in the non-tortuous and non-calcified right coronary artery. After a 3.5mm x 20mm promus element plus stent was implanted at the target lesion, an attempt to withdraw the stent delivery system was made. However, "a lot" of resistance was encountered and the balloon was noted to have "1-2 tear" in it. The physician inflated, deflated the balloon and tried removing it from the non-bsc guide catheter and was unsuccessful. The balloon catheter and the guide catheter was then removed at the same time and the procedure was completed. No patient complications were reported and the patient status was fine.